Event description:
Clinic indicates that a cut was noted in the saline side arm where the clamp was clamped. They indicate that the event occurred on a third use arterial reuse line; however, they indicate the pn as a single use line pn 03-7221-9. Confirmed with customer that correct pn is 03-7630-1. Pt lost less than 100cc's of blood. No add'l ill effects. Unsure if sample is available. Faxed questionnaire on 4-26-00.